Manufacturer narrative:
The investigation for the reported console purge disc/flag issues has been completed. The console was returned for evaluation. The logs revealed several purge disc not detected alarms. The console was evaluated and it was confirmed that the purge disc detect flag had broken off on the console. The root cause of this issue was a broken purge retainer.

Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
No patient involvement: the us complainant had a patient being prepped for a hrpci (high risk percutaneous coronary intervention). The aic (automated impella controller) was found to have a purge disc that was not recognized. The aic was replaced and support proceeded without any harm or injury from delay.